Manufacturer narrative:
(B)(4).

Event description:
The programmer was returned for repair.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; error code displayed. Analysis also found the power bay assembly was broken, stylus was missing, hinges were worn, lower case was broken, rf (radio frequency) head connector on lem (link electronic module) printed circuit board assembly was defective, and the lcd (liquid crystal display) showed discolorations.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer displayed an error code at start-up. The programmer is expected to be returned for repair. There was no patient involvement.